Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7071333.

Event description:
It was reported that the patient experienced abdominal stimulation as a result of lead migration. The patient underwent a lead explant procedure. Two leads were attempted to be placed but were unable to get past scar tissues. The explanted leads were not returned.